Manufacturer narrative:
Corrected implant date to (B)(6) 2010. The documentation shows that the production order was manufactured according to specifications. The manufacturing record review was approved on (B)(4) 2012. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Event description:
It is reported that the patient complains of glare around lights and has trouble with night driving. Patient has epiretinal membrane and background of diabetic retinopathy. Last reported follow up with the patient is noted as (B)(6) 2012 at which time the symptoms were only slightly better. Patient is said to drive ''some'' at night now. A separate medical device report is being reported for the patient's left and right eye.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.